Event description:
Customer reported via phone call that the insulin pump was alarming no delivery and motor error. The customer stated that blood glucose in the morning was 130 mg/dl and was currently experiencing high blood glucose of 455 mg/dl; she treated with insulin pen. She felt thirsty and had constant urination. Customer stated that no delivery alarm occurred about 5 times when attempting to deliver a bolus and the motor error occurred between each no delivery. The customer declined troubleshooting for no deliveries. She stated she has had them before due to bent cannulas or air bubbles. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform the excessive no delivery test, occlusion test and displacement test due to blank display. Unable to verify motor error due to blank display. However, the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.